Event description:
It was reported that cadd pump - unintentionally entered the self-check mode, delivery inaccuracy. No patient injury reported.

Manufacturer narrative:
Other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage to the pump. Review of the event history log showed an occurrence of a "power lost while pump was on" alarm generated immediately after the pump power was turned on. Functional testing involved battery power loss alarm check test and found the device duplicated the reported issue. The investigation determined that a defective back-up capacitor was the cause of the reported issue. The defective part was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.